Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823100) was implanted via subduro-peritoneal shunt on (B)(6) 2022. In the clinical follow-up, the cephalic perimeter remained stable, however the tomography still showed a large subdural collection. The adjustment was progressively reduced, however, when trying to go from 90mmh20 to 70mmh2o, the valve did not adjust and at that moment the pc increased again. Head CT showed an increase in the subdural collection again, and when it was impossible to adjust the valve and with evidence of malfunction, we chose to replace it on (B)(6) 2022. During the surgery, they identified that the shunt failure was due to the valve and that there was no failure in the implant of the device, which was properly positioned. The patient was stable.

Manufacturer narrative:
The hakim valve (ID 823100) was returned for evaluation. Device history record (DHR) - the product code 82-3100 with lot 5321738, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects noted. The position of the cam when valve was received was 100mmh2o. The valve was hydrated. The catheters were irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no functional issues were noted with the valve. No corrective action is required given that no manufacturing, workmanship, material deficiency or adverse trend was identified.

Event description:
N/a.